Event description:
According to the reporter: the reload shot only the half and then, the endo gia broke, and then was locked. A ta6048s was used to do the anastomosis more caudal to the cut performed with for the radial endo gia. The endo gia staple line was removed. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).